Manufacturer narrative:
Concomitant product: product ID 8598a, lot # 0209136076, explanted: (B)(6) 2016, product type catheter . (B)(4).

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in (B)(6) who was receiving fentanyl 3000mcg/ml; 26000.1mcg/day, bupivacaine 15mg/ml; 13.001mg/day, clonidine 160mcg/ml; 138.67mcg/day and baclofen 40mcg/ml; 34.668mcg/day via an implantable pump for chronic pain. The lot number and also the type of baclofen was unknown. The patient¿s medical history and concomitant medications were reported as ¿n/a.¿ it was reported that on (B)(6) 2016, the patient underwent closure of the spine incision and catheter revision (see manufacturer report # 3007566237-2016-01138 regarding the patient¿s recent infection.) A new spinal segment 8598a lot 0210329719 replaced the old spine segment 8598a lot 0209136076. Also, a new pump segment 8596sc lot 0210201090 was added to old pump segment. A sample of the old pump segment was being sent back for analysis because surgeon felt the catheter "felt brittle to the touch." Additional information was requested to clarify the reason for the catheter revision on (B)(6) 2016, issues of the spinal segment, and model/serial of the pump segment that was replaced. Should additional information be received a supplemental report will be filed.